Manufacturer narrative:
Analysis found that unable to perform pre-repair temperature test due to unable to lock the tool into the attachment. Lock twist found jammed, not functioning. Not able to insert tool into the attachment. Not able to lock the tool into the attachment. Output drive assembly found corroded. Bearing inside the tube found detached. Bearings and spacer assembly found corroded. The device was tested and passed as per manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device was heating as well as not able to lock the bur. The event occurred pre-operatively. There was no patient involvement.